Manufacturer narrative:
This AED has not been returned and the root cause of this complaint could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.